Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: pth voie anterieur. Event description: the alexis was in position, after using the sharp tools like the rasp, the alexis teared from the side. The patient was obese, so additional forces was needed. Additional information received from applied medical representative via 30jan25: the patient's status is good, no impact whatsoever, and no injury. Intervention: no additional intervention was needed. Patient status: the patient's status is good, no impact whatsoever, and no injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event, it is likely that a sharp object or instrument came into contact with the sheath, resulting in a hole or tear that further propagated during use. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: pth voie anterieur. Event description: the alexis was in position, after using the sharp tools like the rasp, the alexis teared from the side. The patient was obese, so additional forces was needed. Additional information received from applied medical representative via 30jan25: the patient's status is good, no impact whatsoever, and no injury. Intervention: no additional intervention was needed. Patient status: the patient's status is good, no impact whatsoever, and no injury.